Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got filament in the sensor was missing. The customer¿s blood glucose level was 5.7mmol/l at the time of incident. Troubleshooting was performed. The product will not return for the analysis.